Event description:
It was reported patient underwent initial knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010 due to fractured bone, and to replace and rotate implants. Further, patient was again revised on (B)(6) 2012 due to taper adapter fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02347 & 02422).